Event description:
It was reported that customer received excessive battery out limit alarms when batteries were not out the maximum amount of time. Customer reported that this caused high blood glucose. Customer's blood glucose was 17.0 mmol/l. Insulin pump would be replaced.

Manufacturer narrative:
No battery out limit alarm noted. All operating currents are within specifications . Received vibrator motor with broken wire (negative). No unexpected error message noted. Unit was unable to prime during prime/delivery test due to moisture damage on force sensor resistor. Unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. Unit had intermittent blank display due to broken solder joint at interface board. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corner, reservoir tube cracked and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.